Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5090285) on 25-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy uncontrolled bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included allopurinol (elavil), ibuprofen, magnesium, promethazine (phenergan), solifenacin succinate (calm) and sumatriptan (imitrex). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), flank pain ("shooting stabbing pain in my side"), dyspareunia ("pain during intercourse"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), allergy to metals ("allergy to metals") and fatigue ("fatigue"). The patient was treated with surgery. At the time of the report, the genital haemorrhage, abdominal pain, back pain, flank pain, dyspareunia, depression, anxiety, migraine and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, anxiety, back pain, depression, dyspareunia, fatigue, flank pain, genital haemorrhage and migraine with essure. The reporter commented: serious injury criterion: required intervention, other serious (important medical event) and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5090285) on (B)(6)2019. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy uncontrolled bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included allopurinol (elavil), ibuprofen, magnesium, promethazine (phenergan), solifenacin succinate (calm) and sumatriptan (imitrex). On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), flank pain ("shooting stabbing pain in my side"), dyspareunia ("pain during intercourse"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), allergy to metals ("allergy to metals") and fatigue ("fatigue"). The patient was treated with surgery. At the time of the report, the genital haemorrhage, abdominal pain, back pain, flank pain, dyspareunia, depression, anxiety, migraine and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, anxiety, back pain, depression, dyspareunia, fatigue, flank pain, genital haemorrhage and migraine with essure. The reporter commented: serious injury criterion: required intervention, other serious (important medical event) and event date (B)(6)2015 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.